Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, during a trans-vesical adenectomy, a vesical-cutaneous fistula appeared after the vesical synthesis. Hospitalization as consequence.